Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion third party certified service technician was able to duplicate reported issue. Testing revealed that component jp5 of power board was damaged and is not allowing ventilator to properly charge internal battery. The service technician replaced power board and issue was resolved. The ventilator passed all testing.

Event description:
The customer reported model lap top ventilator 1200 internal battery is not taking a charge. At this time it is unknown if the ventilator was on a patient at time of malfunction.